Event description:
Procedure: bariatric procedure. According to the reporter: the surgeon reports that the pt experienced a post operative wound infection following the use of the orvil product. The pt underwent an incision and drainage procedure postoperatively to treat the wound infection.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2012.